Manufacturer narrative:
The reported event of a "cardiac perfusion" could not be confirmed. No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the service completed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction ablation procedure, a perforation occurred. During ablation using a retrograde left ventricular approach, patient became hypotensive and pain was experienced around the anterolateral lv region. An echocardiogram confirmed a perforation for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to (B)(4) and the service completed, the reported cardiac perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.